Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia. H6 codes: health effect - clinical code problem code: e1305 renal impairment / code not available h6 codes: health effect - clinical code problem code : correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient's wife contacted us to report ongoing issues with the g7 sensor. She stated that the device continues to fail, even after receiving a replacement. According to the reporter, the patient experienced a sensor failure approximately one week prior to the call, which resulted in a four-day hospitalization. On wednesday, (B)(6) 2025, the patient inserted a new sensor. Within 2¿3 days, the sensor failed again. Upon noticing the failure, the reporter inserted another sensor, which unfortunately failed during the warm-up phase. The reporter expressed significant frustration with the product due to repeated failures. It was noted that on (B)(6) 2025 the patient's hyperglycemia, exacerbated by the sensor failures, had an impact on his kidneys. When asked for additional details regarding the hospitalization and the patient¿s condition, the reporter declined to provide further information and requested only a replacement. No additional clinical or hospitalization details were shared. Data was provided for investigation. The allegation was confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.